Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of omnispan for meniscal fastening, the silicone retention tubing come off of the inserter needle and fell into the patient's joint space. The tubing was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received 5 new devices of the same catalogue number, # 228141, as the complaint device still in original unopened packaging; 4 of these devices are of the same lot as the complaint device, lot # 3522735, and the 5th one is of a different lot, lot 3477082. These samples were removed from their packaging and evaluated visually and functionally. Visually the devices were viewed both with the naked eye and under power; the devices were in their designed and manufactured condition, ready to use, no damage or anomalies. Functionally, the devices were loaded onto an omnispan applier and were deployed into a "meniscal saw bones"; all 5 devices deployed properly without issue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this, we cannot discern the root or underlying cause for the reported issue. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.